Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had fallen several times since they got the neurostimulator implant. The patient saw the clinical specialist (cs) and had their implant checked, there was no damage. The patient stated they still have a lot of pain at their implant site and have taken the maximum pain medication prescribed and they are still in pain. The patient stated the cs told to follow up if the pain got worse. The patient was advised to contact their physician. The patient became very upset and wants the cs to call them. The cs spoke with the patient and their device is off and they are scheduled for a revision. The patient also has chronic back pain and they take methadone for it. The patient is suffering from chronic pain and when they run out of medication, everything seems to get more stressful for them until their methadone prescriptions are refilled. Their urologist will not give them any additional pain medication. The revision surgery for the neurostimulator and tined lead occurred on (B)(6) 2025. There were no additional patient complications.

Event description:
It was reported the patient had fallen several times since they got the neurostimulator implant. The patient saw the clinical specialist (cs) and had their implant checked, there was no damage. The patient stated they still have a lot of pain at their implant site and have taken the maximum pain medication prescribed and they are still in pain. The patient stated the cs told to follow up if the pain got worse. The patient was advised to contact their physician. The patient became very upset and wants the cs to call them. The cs spoke with the patient and their device is off and they are scheduled for a revision. The patient also has chronic back pain and they take methadone for it. The patient is suffering from chronic pain and when they run out of medication, everything seems to get more stressful for them until their methadone prescriptions are refilled. Their urologist will not give them any additional pain medication. The revision surgery for the neurostimulator and tined lead occurred on (B)(6) 2025. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was retained by the customer. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.